Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The shock cushion had moved forward in the handle and was impeding the handle from closing and holding properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the handle of the a2101 mayfield ultra base unit was loose when clamped. There was no patient injury or delay in surgery.